Event description:
The customer reported leaks of deionized water from the modular chemistry (mc) sample probe and the mc obstruction detection transducer of a unicel dxc 800 synchron system. The customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the event and no injury or exposure was reported. The customer has reviewed results from last good quality control (qc) to time of leak and found no incorrect results. Although the customer did not rerun all samples, the customer reran selected samples and no erroneous results were generated or reported out of the laboratory. There was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) noted a leak from the modular chemistry clot detector. The fse removed and replaced the leaking transducer. The fse also changed the level sense bead and sample probe. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
Results: level sense bead. (B)(4).